Event description:
(B)(4). My device was covered by insurance. I suffer the following side effects. .. Weight gain gas bloating fatigue brain fog itching inflammation low thyroid low immune back pain tingling and numbness in arms headaches stomach pain cramping heavy periods. Sometimes 10-20 days.